Event description:
Reportedly, during the f/u performed on (B)(6) 2012, high ventricular lead impedance around 2446 ohm and ventricular threshold increase (from 0.75 v to 2.50 v) were observed. Furthermore, the ventricular impedance measurement had been raised since the end of september. It was noted that there were no oversensing episodes and the lead breakage was not confirmed through x-ray photos. Recommendation was provided to evaluate the benefit of the lead replacement.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.